Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had gone in a swimming pool with the insulin pump and the battery cap was not completely on it. They then received a critical pump error alarm on the device. The customer¿s blood glucose was 131 mg/dl. Troubleshooting was performed. They did not receive any pump error alarms prior to the critical pump error alarm. The device will not be returned for analysis.